Event description:
Same case as manufacturer's report# 6000093-2006-00429 260 days after. Two hundrend sixty days after implantation of a 2.5 x 8 mm taxus express2 drug eluting stent, in stent restenosis occurred. During the initial procedure, the target lesion was located in the mid left anterior descending (lad) artery. A pre-intervention stenosis of 80% was reported. The lesion was balloon dilated and a 2.5 x 16 mm taxus stent was deployed proximally. After an edge dissection was detected, an overlapping 2.5 x 8 mm taxus stent was deployed distally. Post-intervention stenosis percentage was reported as 0% and flow was reported as "nice." The vessel was reported as calcified. The pt received plavix pre-procedure and angiomax and nitroglycerin during the procedure. No information was received concerning pt complications. The pt presented 260 days later with an 99% indilation, a 2.5 x 28 mm cypher stent was deployed in the restenosis region containing the two previously placed taxus stents. A post-intervention stenosis percentage was not reported. The pt was reported to being doing well and had not experienced any further complications.